Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had poor distance vision. Clinical reason being mentioned as incorrect iol selection and hyperopic surprise. The iol was explanted and exchanged with an unspecified atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested but is not available at the time of this report.